Event description:
It was reported a nurse administered a dressing (xtrasorb foam) on (B)(6) 2021 on the right buttock of a (B)(6) year-old male patient. Once removed on the next day ((B)(6) 2021), it was noticed that the patient's skin was "eaten" and that the gel had separated from the dressing. The pink gel came out of dressing and ate his skin like acid. On monday ((B)(6) 2021), they tried using the product again, the wound got worse and they stopped using it. The wound has bruising and it is dark purple. The patient is quadriplegic and he experienced referred pain. He describes a stabbing pain with uncontrolled spasms. The wound got deeper. This occurred over a 3-day span. He has pain and is unable to get a surgery due to the open wound. His wound was close to healing before using the product. The patient received a new dressing from another brand, and the wound began to recover.

Manufacturer narrative:
Product not available for evaluation: based on DHR review, there was no nc or deviation at the time of release. As per supplier investigation, their supplier who produced the hydrogel was notified. It was confirmed that the correct components were used, within the expiry date, there were no nc noted during the production of the hydrogel or the dressings. Practical tests were carried out on the retain samples by supplier. The dressings were submerged in water. One of the dressings remained in water for 4 hours, the other was left overnight, no gel came out of the dressing even when pressure was applied. Supplier believed that incorrect application of dressing, or application of the same dressing for a period more extensive than overnight could be the most likely root causes.